Event description:
It was reported that the unit was for repair. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Date sent: 11/25/2008. Evaluation summary: based upon the inquiry information received, visual and functional examination, the unit was found to require the following: housing replacement, underhousing replacement, rotational cable replaced, missing fastening material renewed, defective fastening material exchanged, missing sticker with equipment identification data was applied. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done.